Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2018. It was reported that there was a post-operation infection around the battery site of a recently implanted implantable neurostimulator. The surgeon wanted to clean/debride the wound with a wound vacuum. There were no further complications reported.